Manufacturer narrative:
Received one picture of the clave y-site leaking through the face of the seal. No other defects or abnormalities are apparent. The complaint of leakage on the clave y-site can be confirmed. However, without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to have generated a leak during patient use. The reporter stated, "leakage on clave y-site". The quantity affected is 1 and the sample is available for return. A sample picture is available showing the leakage from the product involved. There was no patient harm reported.